Event description:
It was reported that a patient with underwent an atrial tachycardia ablation procedure with a pentaray nav high-density mapping eco catheter and there was a medical device entrapment with excessive manipulation required, tip fully separated with internal components exposed which resulted in a foreign body event. Leg 5-6/ 7-8 damaged during the procedure. During normal use, no presence of mechanical or biological valve. The surgery was delayed due to the reported event. There were patient consequences as the tip of the pentaray nav high-density mapping eco catheter was stuck in a pulmonary vein. It was not known if the procedure was successfully completed. It was not known if fragments generated. It was not known if medical intervention was required. Additional information was received. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to product malfunction. Intervention being provided was for atrial tachycardia. The patient outcome of the adverse event is worsened, the patient ended up with pentaray nav high-density mapping eco catheter paw stuck in pulmonary veins. The patient did not require extended hospitalization because of the adverse event. There was no possibility of taking out the tip of the pentaray nav high-density mapping eco catheter from the pv without surgery. The fragment got stuck in the vein. No surgery scheduled to recover the fragment. The event was assessed as MDR reportable for the malfunctions of medical device entrapment with excessive manipulation, tip fully separated and internal components exposed. In addition, the event was assessed as MDR reportable for a foreign body adverse event. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date. The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient with underwent an atrial tachycardia ablation procedure with a pentaray nav high-density mapping eco catheter and there was a medical device entrapment with excessive manipulation required, tip fully separated with internal components exposed which resulted in a foreign body event. The device evaluation was completed on 24-feb-2023, the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that spline b was missing and internal components were observable. Per the event, several tests were performed. The magnetic and electrical features were tested; the device was recognized and visualized but spline b was not observed, no electrical issues were observed. In addition, the product was deflecting correctly; however, the irrigation test failed due to an occlusion of reddish material. No other malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-jan-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that a patient with underwent an atrial tachycardia ablation procedure with a pentaray nav high-density mapping eco catheter and there was a medical device entrapment with excessive manipulation required, tip fully separated with internal components exposed which resulted in a foreign body event. Leg 5-6/ 7-8 damaged during the procedure. During normal use, no presence of mechanical or biological valve. The surgery was delayed due to the reported event. There were patient consequences as the tip of the pentaray nav high-density mapping eco catheter was stuck in a pulmonary vein. It was not known if the procedure was successfully completed. It was not known if fragments generated. It was not known if medical intervention was required. Additional information was received. The patient outcome of the adverse event is worsened, the patient ended up with pentaray nav high-density mapping eco catheter paw stuck in pulmonary veins. The patient did not require extended hospitalization because of the adverse event. There was no possibility of taking out the tip of the pentaray nav high-density mapping eco catheter from the pv without surgery. The fragment got stuck in the vein. No surgery scheduled to recover the fragment. The picture investigation was completed on 02-dec-2022. A picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, one of the splines of the pentaray catheter was observed detached, exposed wires was observed, no other damages or anomalies were observed on the photo provided by the customer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).